Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the column lift on the 9800 sys would not go down (stuck in position). There was no report of pt injury.